Event description:
It was reported that the patient presented to the hospital with complaints related to infection which was identified sometime in (B)(6). On (B)(6) 2018 the system was successfully explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Final analysis found normal device characteristics.